Manufacturer narrative:
The cause of the automatt over-inflation is incorrect circulation of the air in the automatt sensor pad (mattress base) due to inner tube damage. The tpu tube may break over time due to the extruding force of the silicone tube and the external bending force (e.g., bending the mattress during transport). An arjo technician evaluated the mattress. The automatt was inspected inside by removing the automatt cover and found the damaged tube of the sensor pad. The tube was detached. The reported overinflation issue was a result of a damaged tube of the automatt sensor pad. This is in line with the photos provided from the technician's evaluation. The technician also noticed that the red plastic parts with the membranes were completely removed from the grommet. When the grommet membrane is punctured (or the red plastic parts with membranes are completely removed) and load is applied on the mattress, air will escape through the punctured membrane (or empty grommets), reducing the risk of the automatt over-inflating and the patient's falling. In the complaint at hand, the load was not applied to the mattress (there was no patient involved). This is in line with the instruction for use for nimbus 4 and nimbus professional (649933en): "do not place the patient on the mattress until it is fully inflated and normal operating pressure has been reached." The faulty automatt was replaced with a new one and discarded. In summary, the nimbus 4 mattress did not meet its specifications since the automatt sensor pad was faulty. There was no patient's treatment, no patient was involved when the reported malfunction occurred. There was no injury. The mattress was faulty and therefore involved in the reported situation. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated). The UDI number is not available as the device was manufactured before UDI implementation.

Event description:
Arjo was informed about the event related to the nimbus 4 mattress. The customer reported that the defective nimbus mattress became "bombs/bulges" during inflation. There was no indication of patient involvement, and no injury was reported.